Event description:
It was reported on may 9th, 2025, that the c-arm on a selenia dimensions mammography systems, 3d was making noise and shaking when turned to the left. A field engineer was dispatched to examine the equipment and found loose bolts within the vta assembly. The field engineer removed each bolt, applied loctite and retightened the bolts. The field engineer completed system calibrations and verified that the system is now functioning in accordance with manufacturer specifications. No patient or user injury was reported.